Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained: the sales rep was present for the case. When the device was closed on the splenic vessel and fired, the safety lockout engaged. The sales rep instructed on opening the device and when the jaws were opened, the cartridge fell out of the jaws into the patient. Upon retrieval of the cartridge through the trocar, the silver cartridge pan separated from the plastic portion of the cartridge. There was no other damage to the cartridge. A second device and white reload were opened and used to complete the procedure. There were no consequences to the patient reported. After the case, the sales rep went over loading steps with the scrub tech as she was a newer tech. The first assist that was in the case stated that he thought he saw the cartridge move when the jaws were closed on the tissue, which possibly indicated that the cartridge was not ¿clicked¿ into place when loaded.

Event description:
It was reported that during a splenectomy procedure, the stapler locked out. Followed proper opening and was able to get off tissue. The cartridge fell off and was in pieces. Another like device and cartridge was used to complete the procedure. There were no adverse consequences for the patient.